Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice automated set with cassette leaked. This was observed during use of the device for peritoneal dialysis (pd) therapy. The leak was further described as ¿small leak in the part of the clampex connector of the dialysate¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: upon follow up, the "leak occurred at the connection of primary bag sheet and clampex connector". H10:the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.